Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient experienced a yellow wrench alarm on (B)(6) 2024. The alarm was confirmed in clinic to have been a driveline fault alarm. The patient reported they had attempted to switch out batteries and to the mobile power unit with no resolution of alarm, thus calling 911. During this, the patient attempted to change out their system controller but disconnected from their modular cable connection and panicked. Not understanding how to reconnect to their new controller, they inserted their modular cable back together. The patient remained on their current controller and no further driveline faults had occurred. Log files were submitted for review. The event log displayed driveline power fault alarms beginning on 20nov2024 between 6:56 pm - 7:15 pm. The modular cable was momentarily disconnected for approximately 22 seconds with lvad_off alarms. The modular cable was reconnected at 7:15pm with no further alarms as mentioned. The event log displayed multiple strings of driveline_power_fault/ (f5) pwr_b_broken alarms beginning on (B)(6) 2024 as mentioned. The event log displayed driveline_power_fault / power_cable_disconnect / no_external_power / lvad_off alarms due to a disconnect of the driveline at the modular cable connector by the patient. The driveline_power_fault/ (f5) pwr_b_broken alarms resolved on (B)(6) 2024 however the event log displayed a few intermittent (f5) pwr_b_broken event flags on 21nov2024 through 22nov2024.

Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect. The submitted controller event log file contained events from 19nov2024 through 22nov2024. A driveline power fault alarm became active on 20nov2024, which was associated with power b broken faults (reference the modular cable investigation). No external power alarms became active when the patent simultaneously disconnected both power cables from their external power source (MFR 2916596-2025-00074). The driveline was then disconnected on 20nov2024, causing the pump to stop. The driveline was reconnected shortly after and the controller was ultimately reconnected to battery power, following which, the no external power alarms resolved, and the pump resumed operation at the fixed speed without issue. Intermittent power b broken faults were active throughout the remainder of the file, but no further driveline power fault alarms were observed. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 2 of the IFU, "system operations", and section 2 of the patient handbook, "how your heart pump works", warn that if the driveline disconnects from the system controller, the pump stops. These sections further instruct that if the driveline disconnects from the system controller, it should be promptly reconnected to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that alarms had resolved after modular cable and controller exchange. Patient was stable and sent home.